Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day after implant, the right atrial (ra) lead had dislodged. During the revision, the implantable pulse generator (ipg) device setscrew fell out of the atrial port and was noted on the table. The device was explanted and replaced. The atrial lead was revised; connected to the new device, and remains in use. No patient complications have been reported as a result of this event.